Event description:
It was reported that a freestyle libre 3 plus sensor paired to the ilet did not initiate the expected warmup after pairing, consistent with a pairing or initiation malfunction of the continuous glucose monitoring component. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and resolution after guidance. User support included remote troubleshooting and user education, which directed the user to toggle between cgm selections and rescan the sensor within the ilet mobile application. Investigation of this case revealed that the sensor successfully paired and entered warmup after rescanning, indicating a transient pairing workflow issue with no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or workflow usage challenges.

Manufacturer narrative:
Initial.